Event description:
The manufacturer's representative reported that the patient was in the emergency room due to return of symptoms. Upon interrogation, a motor stall was noted and the alarm was sounding. Further information reported was that the two motor stalls had occurred the previous day with the first recovering 20 minutes later, but no recovery of the second stall was logged. Further troubleshooting was being considered. Final patient outcome is unknown. The patient is on oral medications - unknown drug and dose. A follow-up report will be sent if additional information becomes available to us.